Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a bad cable and scratches on the charged coupled device. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not working and had no picture. The issue occurred during preparation prior to sedation, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.